Event description:
It was reported that the atrial lead was undersensing. The undersensing did not improve even at the maximum setting. High thresholds and noise were also observed during the checkup. Evaluation of the lead showed out of range impedance when the pacing mode was changed to a dual chamber fixed rate. The lead remains in use, but a replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.